Event description:
Information was received that while a smiths medical cadd cassette reservoir cassette is leaking from where the tube meets the bag. Incident occured during internal check; no patient involvement.

Manufacturer narrative:
H3: three pictures of a cadd cassette reservoir was received and reviewed. The first and second picture show a cassette product from p/n 21-7302-24. Picture three shows a cassette product from p/n 21-7308-24 in used conditions. No discrepancies were detected from the pictures. One cadd cassette reservoir from p/n 21-7308-24 l/n 3863368 was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. The sample was received disassembled and with a cut in one bottom corner. A syringe was used to infuse water into the assembly bag (ay); a leak was found in neck of the ay bag; the union between pump tube and ay bag. A second leak was found in one of the bottom corners of the ay bag. Relevant documents which reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported leaking issue was able to be confirmed. The most probable cause is, that during leak test operation cassettes that failed (leak test), were not properly segregated.